Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death and myocardial infarction are listed in instructions for use everolimus eluting coronary stent systems, xience xpedition of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Trial name: (B)(6). It was reported that on (B)(6) 2014 the patient presented with angina. A 2.5.x15mm xience xpedition stent was successfully implanted in the 100% stenosed lesion, in the proximal left anterior descending coronary artery. The patient recovered well and was discharged on (B)(6) 2014. On (B)(6) 2017, the patient expired at home due to a myocardial infarction. An autopsy was not performed. No additional information was provided.